Event description:
It was reported that the customer need help in programing the insulin pump and connecting the transmitter to the sensor, got an alert that there was a low battery. The customer's blood glucose level was 406 mg/dl. The customer was treated with a bolus. The customer has a contour next link. The customer was asked if we could do any troubleshooting for high blood glucose but he stated that he is taking insulin and will figure it out himself.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.